Event description:
IT WAS REPORTED THAT FOLLOWING A PULSE FIELD ABLATION (PFA) PROCEDURE, THE PATIENT EXPERIENCED WORSENING HYPERTENSION, WITH A RECORDED BLOOD PRESSURE OF 205/118 MMHG. THE EVENT OCCURRED IN THE POSTOPERATIVE PERIOD AND REQUIRED TREATMENT WITH INTRAVENOUS HYDRALAZINE. THE HYPERTENSION RESOLVED ON THE SAME DAY WITHOUT HOSPITALIZATION. THE EVENT WAS ASSESSED AS NOT DEVICE RELATED AND POSSIBLY ASSOCIATED WITH THE PROCEDURE.

Manufacturer narrative:
D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD.

Event description:
It was reported that following a pulse field ablation (PFA) procedure, the patient experienced worsening hypertension, with a recorded blood pressure of (b)(6). The event occurred in the postoperative period and required treatment with intravenous hydralazine. The hypertension resolved on the same day without hospitalization. The event was assessed as not device related and possibly associated with the procedure.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.Investigation SummaryBased on the available information, although the product was not returned, it was determined that the Hypertension is an Adverse Event Related to Procedure.Device History Record ReviewIt was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Device Technical AnalysisThe device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed.Label ReviewThe FARAWAVE catheter IFU was reviewed and includes warnings and precautions regarding Hypertension and other cardiopulmonary complications that may occur during or following catheter-based electrophysiology procedures. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/Instructions For Use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk ReviewA risk review performed for the FARAWAVE device confirmed that the event of hypertension is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the FARAWAVE device is acceptable.Investigation ConclusionBased on the available information, the reported event of hypertension is most consistent with a procedure-related complication. Boston Scientific assigned the investigation conclusion code of adverse event related to procedure. The patient experienced post-procedure hypertension, with a recorded blood pressure of 205/118 mmHg. The event was treated and resolved without hospitalization. The clinical assessment determined that the event was not device related and was possibly associated with the procedure. The FARAWAVE catheter and other primary BSC devices were documented as successful.